Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The cause of the reported tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a redo atrial fibrillation procedure, a tamponade was noted requiring a pericardiocentesis. Ablation was performed on the posterior section of the left superior pulmonary vein, roofline and posterior box line. The cti line was then touched up with the ablation catheter. The user waited 10 minutes and removed all catheters. At this time, no effusion was noted on ice. Thirty minutes post procedure when the patient was in the pacu, the patient became hypotensive and was taken to the hybrid or where a tamponade was confirmed. A pericardiocentesis was performed which stabilized the patient. The physician believes the perforation came from the right atrium as blood was dark, indicating deoxygenated blood (possibly from cs). The physician does not allege any abbott product caused the perforation.